Event description:
It was reported that postoperative to a right inguinal hernia surgery, the patient had persistent pain that gradually worsened over time and became permanent with increasing intensity. Tightness and a burning sensation were reported, along with pain on touch in the groin, thigh pain, lower back pain, and discomfort and pain around the pubis, with pain described as predominant on the right side. Sitting position could not be maintained for more than an hour due to groin pain. Sleep disturbance was reported with sleep limited to an average of five hours per night, along with chronic fatigue. Painful sexual intercourse was reported due to permanent pain localized in the pubic area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.